Manufacturer narrative:
This is the 3rd of 4 (coils) reports filed associated with this event. Subject device remains implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right middle cerebral artery (mca) bifurcation. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 0. At two months follow-up visit, the patient was assessed having a mrs of 0. It was reported that 6 months follow-up post the index procedure, the patient experienced headache. The headache was reported as ongoing and medication (unknown type and dose) was administered. According to the physician, the headache was possibly related to the procedure and to the stent. However it is unknown if the headache was related to the implanted coils (subject devices). At the 6 months follow-up the patient was also assessed having a nihss and mrs of 0. No further information is available.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, headache is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. This is the third of 5 reports filed associated with this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right middle cerebral artery (mca) bifurcation. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 0. At two months follow-up visit, the patient was assessed having a mrs of 0. It was reported that 6 months follow-up post the index procedure, the patient experienced headache. The headache was reported as ongoing and medication (unknown type and dose) was administered. According to the physician, the headache was possibly related to the procedure and to the stent. However it is unknown if the headache was related to the implanted coils (subject devices). At the 6 months follow-up the patient was also assessed having a nihss and mrs of 0. No further information is available.